Event description:
According to the reporter, during roux en y procedure, the device shut off after firing. Another device was opened to complete the procedure. No patient injury has been noted. The device is expected to be returned for evaluation.